Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported repeated ¿unable to proceed¿ messages with their ilet device using teflon and steel infusion sets. A full dry run was performed. Later the same day, the user confirmed the new infusion set appeared to be functioning normally.